Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, when the lead entered the coronary sinus the patient developed ventricular fibrillation (vf) and ventricular tachycardia (vt). The patient was externally defibrillated three times. After which, the patient was noted to have shortness of breath, emotional irritability, unwilling to lie down, and could not tolerate continued surgery. The implant was abandoned and they continued drug intervention. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.